Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the fse investigation is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary segmentectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 would not accept drape at the cannula mount. The customer noted that there did not appear to be anything obstructing usm 1. The customer decided to use the other usm arms for the procedure. The procedure was completing as planned with no reported injury.